Manufacturer narrative:
Corrected data: upon further review it was noticed that in the initial report section g9, the manufacturer report number was inadvertently indicated as 2648035-2020-00756. When it should have begun with these numbers 9614546. Additional information: in the initial report we stated we didn¿t know which eye was affected. Thru follow-up the customer confirmed that the explanted iol is from the left eye. The patient only had complaints regarding the left eye. Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 10/21/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens handled during explant. The lens was cleaned, and a scratch was observed on the optic body. No other cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2020 and (B)(6) 2020. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report that the patient is not happy with their near vision. Patient has history of monovision but decided to use a symfony in both eyes to help with the near vision. Patient is not happy and wants near vision post op goal with a removal and replacement(explant). The patient's outcome is 20/15-1 distance visual acuity 20/60 near visual acuity and 20/40 intermediate postop. The customer reported their patient's pre visual acuity as 20/100 and post visual acuity as 20/15-. The problem was observed upon post operative examination of the opposite eye(specific eye was not provided). The patient tried to live with the visual outcome after surgery but he required glasses for all near and intermediate tasks. The iol was and explanted and replaced with lens model zcu150 serial number (B)(4). During the explant it was required to enlarge the incision. No further information was provided.